Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The custom returned the unit on (B)(6) 2016 as back to stock. Upon triage on (B)(6) 2016, it was discovered that the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.